Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the intraocular lens (iol) did not come of the injector correctly during injection. The lens was exchanged and the surgery was completed. There was no patient impact.

Manufacturer narrative:
With the initial information received, this record was MDR reportable. Corrected information has been received stating this record is a duplicate record which will be reported under 1-iol-e1996004, criteria for intraocular lens (iol) guidance exemption due to the updated type of event. There will be no further reports sent under this mfg number. The manufacturer internal reference number is: (B)(4).